Manufacturer narrative:
Medical safety reviewed the event and noted the following: the patient presented in cardiogenic shock and an impella cp was placed for hemodynamic support. After initial positioning and activation, the patient became increasingly unstable, and the physician suspected device-related aortic insufficiency. The first impella cp was removed and reinserted; however, a ¿placement signal not reliable¿ alarm occurred with no placement signals. The device was subsequently removed. A second impella cp was inserted successfully, and support was initiated without issue. Upon ICU arrival, a hematoma was observed at the access site. The device was re sutured and redressed to optimize angle and tension, and a femoral compression device was applied. The hematoma softened, but the following day the patient required transfusion of two units of packed red blood cells due to decreased hemoglobin and hematocrit, despite a stable access site. The patient expired the next day. The first impella cp is reportable for device malfunction and serious injury due to suspected aortic insufficiency and placement signal failure. The second impella cp is related to bleeding and hematoma. The patient¿s death occurred while on support; however, there is insufficient evidence to conclude that the second impella cp device contributed to the fatal outcome so will be conservatively reported. Note: h6 heath effect: clinical/impact coding, medical device problem. Component, and investigation type/findings/conclusion coding remain unchanged as previously reported. Related medical device reports: this impella cp pump 2 device is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp pump 1 device.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the returned product was investigated. Some dried blood was seen on the inflow cage and suture hub. No other abnormalities were seen. Access site adverse event (hematoma): clinical details mention that a hematoma was noted at the access site. The cause of the access site adverse event is use related since after arrival to intensive care unit (ICU) the activated clotting time (act) were above 250 and the issue was improved by re-suturing for increased forward tension and adjusting the angle with gauze. Device history review: the pump passed all the post sterile inspection checks.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The cp was inserted and there was a hematoma at the site of access. No reported issues during sheath exchange in cardiac cath lab. Manual pressure held, site re-sutured for increased forward tension, angle adjusted with gauze & dressed per best practices. Fem-stop applied & hematoma softer, stable. The patient later expired after 2 days of support when care was withdrawn. The 1st implanted cp (sn: (B)(6) was explanted and replaced with this cp due to placement signal issue and is reported under separate report.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The product was received for investigation. D9 updated with receipt date. Once investigation is complete a supplemental report will be submitted.